Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The product was not returned as the stent remains in the anatomy. The reported patient effect of stenosis is listed in the xience xpedition eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a coronary procedure with implantation of a 2.25 x 12mm xience xpedition stent in the first obtuse marginal coronary artery. On (B)(6) 2016, the patient was re-hospitalized with acute coronary syndrome. Coronary enzymes were elevated. The patient underwent a 4-vessel coronary artery bypass graft (CABG) procedure, including bypass of the first obtuse marginal, on (B)(6) 2016. Although the condition continues, patient was discharged on (B)(6) 2016. No additional information was requested.